Event description:
Vessels exhibited moderate calcification in the right iliac artery and minimal calcification in the left iliac. Vessel measurements were calculated to be 17mm. Main body graft was advanced via the left femoral artery. Cannulation of the contralateral side was achieved with the use of a stiff wire, but attempts to place a catheter over the wire was not successful. Present tortuosity in the vessel caused the wire to "kick" the catheter out, inhibiting access. Decision was made to convert the procedure to an aortouni-iliac configuration. Ipsilateral iliac leg graft was deployed into the limb of the main body. However, difficulty was experienced during advancement of the delivery system through the vessel. While attempting to advance the converter over the wire, the converter did nto easily advance through the vessel. Difficulty was again easily advance through the vessel. Difficulty was again encountered during advancement of the converter through the established ipsilateral leg graft. During advancement, the metal cannula kinked, and the wire became lodged within the delivery system. Pt's bp dropped. Delivery system and wire were removed as a unit. Bp dropped agtain during removal of device. With the loss of wire access, the pt was immediately converted to an open surgical repair of the continued. Aaa. Zenith main body and ipsilateral iliac leg graft were explanted. Pt is currently in stable condition.